Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm. The customer stated they did not expose their insulin pump to a high magnetic field. The customer also stated they were able to rewind their insulin pump. Customer's insulin pump will be replaced. No additional information provided.